Event description:
It was reported that during a da vinci-assisted radical cystectomy with other urinary diversion surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical service engineer (tse) that one of the surgeon side console (ssc) had a problem with the left master tool manipulator (mtm) drifting upon the surgeon lets go of it. Tse advised to ensure the head sensors are no longer engaged prior to releasing the hand control. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the issue. No parts were replaced. System was tested and verified as ready for use.